Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No additional information was provided.

Event description:
It was reported that the device had an air in line sensor issue that was replaced. No additional information is available.